Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Date of post-operative non-union is unknown. Additional product codes for this report include hwc. The original implant procedure was performed on an unknown date. The complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: march 11, 2011 a review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail (tfn) revision procedure on (B)(6) 2016 following a diagnosis of delayed healing (non-union). X-ray imaging confirmed that the patient's fracture did not heal in the area where the helical blade was originally placed. During the revision, all of the originally implanted hardware, including the nail, helical blade, and distal locking screw, were removed fully intact. The patient was then revised to a total hip. The procedure was successfully completed with no reported patient harm or surgical delay. This report is 2 of 3 for (B)(4).